Event description:
It was reported that (2) hp052 were used during an unk procedure. It was reported by the rep that lockout engaged. Opened another device to complete the case. There was no consequence to pt.